Event description:
It was reported that the patient went into the hospital three days ago for gastric concerns. The patient was currently in the hospital, was vomiting and had nausea and diarrhea, which symptoms started a week ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).